Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: b5, b6, b7, d1, g4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of an incisional hernia with mesh. It was reported that after implant, the patient experienced abdominal pain, adhesions, reoccurrence, a liver cyst, and the mesh folded over. Post-operative patient treatment included revision surgery 3 months post-surgery for recurrent hernia repair, lysis of adhesions and drainage of liver cyst, and to implant additional mesh. Due to postoperative complications of the revision surgery, three units of blood were needed for anemia and myocardial demand ischemia secondary to liver bleeding.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abdominal pain, adhesions, recurrence, a liver cyst, pain, and the mesh folded over. Post-operative patient treatment included recurrent hernia repair, lysis of adhesions and drainage of liver cyst and implantation of additional mesh. Due to postoperative complications of the revision surgery, three units of blood were needed for anemia and myocardial demand ischemia secondary to liver bleeding.

Manufacturer narrative:
Additional information: a1, b5, b6, b7, g1 (manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6 (patient codes) no code e2402: ischemia, additional code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abdominal pain, adhesions, recurrence, a liver cyst, pain, anemia, ischemia, liver bleeding, inferior mesh folded over from left side, and the mesh folded over. Post-operative patient treatment included recurrent hernia repair, lysis of adhesions and drainage of liver cyst and implantation of additional mesh. Due to postoperative complications of the revision surgery, three units of blood were needed for anemia and myocardial demand ischemia secondary to liver bleeding, diagnostic laparoscopy, interventional radiology , embolization performed, laparoscopic lysis of adhesions, unroofing of liver cyst, and CT scan. Relevant tests/laboratory data, including dates (b6): on (B)(6) 2014 : CT scan noted recurrent hernia.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of an incisional hernia with mesh. It was reported that after implant, the patient experienced abdominal pain, adhesions, reoccurrence, a liver cyst, and the mesh folded over. Post-operative patient treatment included recurrent hernia repair, lysis of adhesions and drainage of liver cyst and implantation of additional mesh. Due to postoperative complications of the revision surgery, three units of blood were needed for anemia and myocardial demand ischemia secondary to liver bleeding.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abdominal pain, adhesions, recurrence, a liver cyst, pain, anemia, ischemia, liver bleeding, inferior mesh folded over from left side, and the mesh folded over. Post-operative patient treatment included recurrent hernia repair, lysis of adhesions and drainage of liver cyst and implantation of additional mesh. Due to postoperative complications of the revision surgery, (B)(4) units of blood were needed for anemia and myocardial demand ischemia secondary to liver bleeding, diagnostic laparoscopy, interventional radiology, embolization performed, laparoscopic lysis of adhesions, unroofing of liver cyst, medication, and CT scan. Relevant tests/laboratory data, including dates (b6): (B)(6) 2014: CT scan noted recurrent hernia.

Manufacturer narrative:
Additional information: b5, b7, h6 (patient codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a incisional hernia repair with mesh she had revision surgery 3 months post-surgery. The patient experienced surgical revision, recurrent hernia, mesh folded over, additional mesh required.